Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours. The patient noticed insulin leaking. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event.